Event description:
During the procedure, a surface impedance error displayed shortly after validation and the procedure was cancelled. Additionally, there were purple signals on the ensite x system. The ensite x surfacelink was replaced, and the issue was resolved. Per abbott personnel, the af portion of the procedure was cancelled due to the surface link error.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensitex surfacelink (surflink) module was received for evaluation. Visual inspection revealed the exterior casing, labels, and electrical pins were free of physical damage. The cable insulation was intact, and the connector was free of physical damage. The module was recognized upon connecting to a test station. Evaluation testing revealed that the surflink primary active patch did not produce an expected signal. The voltage readings measured at the (right leg or neutral) electrocardiogram (ECG) electrical pin verified the electrical pin was non-functional. Internal inspection revealed that the connection to the primary pin of the belly patch was loose or not connected causing an electrical open (non-functionality). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was attributed to an electrical open to the active belly patch pin from an undetermined event.